Event description:
During implant procedure, the physician was unable to insert the stylet into the atrial lead. The physician opted to implant a new atrial. That patient was in stable condition.

Manufacturer narrative:
A complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood.